Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that an ophthalmic operating console and procedure pak presented a system message and irrigation issue during a cataract surgery after successful priming. The issue occurred when the surgeon stopped the phacoemulsification to take the micromanipulator. The console was restarted by replacing the cassette and balanced salt solution (bss) pouch. There was no patient harm reported. Additional information has been received indicating that the irrigation decreased rapidly, then stopped completely.